Manufacturer narrative:
Investigation summary data analysis: ¿ on the complaint date, (B)(6) 2025, the cassette (sn: (B)(6)) and the pump (sn: (B)(6)) were connected through the ¿case start¿ wizard appropriately. ¿ after step 6 of the ¿case start¿ wizard, the console displayed ¿case start: complete priming screen¿ as intended ((B)(6)). Additionally, the log recorded purge cassette priming and purge lumen priming as well. This indicated that the reported failure mode was likely a user-related issue. ¿ then, the ¿case start: step 7 - start impella screen¿ was displayed. ¿ instead of starting the pump, the user went back to step 6, expecting the priming screen, even though the priming was already completed as intended. ¿ the console was shut down and rebooted manually twice. Afterward, the pump was used for 1 hour and 14 minutes without any issues. Device analysis: this console was tested after arriving at fs, and no issues were found with the hardware. Root cause: there was no evidence in the logs to confirm the reported claim ¿ ¿aic screen skipped the priming process¿ or the product experience code ¿ ¿display issue¿. On the complaint date, the aic functioned as intended. Therefore, the root cause of the reported failure mode is most likely a user-related issue. Device history lot n/a. Device history batch n/a. Device history review q1) service history review - are there an qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental/final report will be filed.

Event description:
The complainant reported that they suspected an automated impella controller (aic) failure. When connecting the purge set and pump for impella use, the aic screen skipped the priming process and changed to the screen immediately before starting. After disconnecting the purge set and pump, resetting them, and restarting the aic, the aic process proceeded normally. Additional information on august 21, 2025, indicated that the aic operated without any problems from the start of support until the end of support. No patient harm was reported due to the issue.